Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an infuso.r. Pump which alarms when infusing was confirmed and reproduced during product evaluation. This condition was caused by a faulty micro-processor unit printed circuit board. The micro-processor unit printed circuit board was replaced to correct the reported condition.

Event description:
The facility reported an infuso.r. Pump which alarms when infusing. This condition occurred during programming/setup in the facility's surgery center - anesthesia care area. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.